Event description:
It was reported that during a lobectomy procedure the device fired malformed staples. The case was completed with the sutures. There was no adverse patient consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.